Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte experienced catheter tip damage/deformation that was noted prior to use. The following information was provided by the initial reporter: the tip is damaged.

Manufacturer narrative:
One photo and one sample were received by our quality team for evaluation. Upon visual inspection, it was observed that there was damage on the catheter. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the investigation the catheter damage could have been caused by the needle piercing through the catheter. This would have occurred during product application when the product was manipulated or during assembly of catheter. CAPA# 590840 was raised to address actions required to prevent it from occurring during the assembly of the catheter. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte experienced catheter tip damage/deformation that was noted prior to use. The following information was provided by the initial reporter: the tip is damaged.